Event description:
It was reported to philips that image disk space was low, could not save images. System was in clinical use at the time of event and procedure was completed by moving the patient to another room. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed on the same system using only fluoroscopy. The philips remote service engineer (rse) analysed the system remotely and confirmed that the image disk space was low, could not save images. Analysis of system log file showed insufficient free disk space on the image processing unit (ipu). Upon troubleshooting, rse found that the issue was due to malfunction of image disks. To resolve the issue, customer replaced the hard disk on their own in another material only work order. Later, the issue reoccurred, and the philips field service engineer (fse) replaced the ippc in that work order. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.